Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged moisture damage found on 06/16/2021. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. No alarms were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found moisture damage(corroded battery tube). The following were noted during visual inspection: cracked retainer, cracked keypad overlay, and cracked case above arrow and battery icon. Moisture damage confirmed on the corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer tried to change battery and it did not come out. Customer stated that it looks like corroded inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.